Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker with the right atrial (ra) lead were explanted while the right ventricular (rv) lead was partially extracted due to lead fracture and is entrapped in the superior vena cava (svc). Additional information received indicates that the extraction of the rv lead resulted in partial removal. The distal segment of the lead separated and was fractured. The proximal portion was removed from the body, but the distal portion of the lead could not be retrieved/removed from the body and remains entrapped in svc. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker with the right atrial (ra) lead were explanted while the right ventricular (rv) lead was partially extracted due to lead fracture and is entrapped in the superior vena cava (svc). Additional information received indicates that the extraction of the rv lead resulted in partial removal. The distal segment of the lead separated and was fractured. The proximal portion was removed from the body, but the distal portion of the lead could not be retrieved/removed from the body and remains entrapped in svc. No additional adverse patient effects were reported. The rv lead was not returned for analysis.